Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, leakage, dyspareunia, atrophic vaginitis, rectocele, and hematuria.(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent sacral spinous suspension.

Event description:
It was reported that the patient concurrently underwent sacral spinous suspension.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent removal of granulation tissue with silver nitrate on (B)(6) 2010, (B)(6) 2010 and on (B)(6) 2011 due to pelvic pain and dyspareunia. No additional information was provided.